Event description:
Additional informatoin received indicated five treatments were performed in the distal right coronary artery (rca) with a diamondback 360 coronary orbital atherectomy device (oad). During removal of the oad and guide wire, the distal tip of the viperwire advance coronary guide wire was observed to be fractured in the marginal sub branch. The patient was stable.

Event description:
Additional information received indicated there was no attempt made to retrieve the fractured component. The fractured component remains in the right cornary artery.

Manufacturer narrative:
Additional information: e4, h6, h10. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Medwatch report number: mw5120530. Csi ID: (B)(4).

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The distal tip of the viperwire advance coronary guide wire became fractured. Further information was requested but not received.